Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tendon repair procedure, the suture broke while being tied down to make a knot. An additional suture was used. There was no patient injury.